Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Whilst drilling with the perforator, the product did not stop as it was supposed to when it reached through the bone. The dura was intact and the patient not affected. No delays.

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
There is no new information to report at this time. The report is being submitted to correct the sequential numbering of the follow-up reports per FDA's request. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: g4, g7, h2, h3, h4, h6, h10. Upon completion of the investigation, it was noted that the customer¿s complaint of "the product did not stop as it was supposed to " was not verified. This perforator met functional test acceptance requirements; proper engagement and disengagement was achieved with every drill hole and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.